Event description:
It was reported that patient received inappropriate hv therapy due to noise. High capture thresholds were also noted. Externalized conductors were observed via diagnostic imaging. The lead was explanted and replaced. During the explant procedure, the lead broke apart and damaged the valve of the patient. Open heart surgery was performed to remove the lead pieces and repair the patients heart valve. Patient condition is well after the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.